Event description:
Customer reported a low blood glucose event. The paramedics were called to his home. Customer was not taken to the hospital. The blood glucose reading is 94 mg/dl. Customer reported a second event. The paramedics were to physician's office. Customer was found in his car passed out. The car was turned on. The blood glucose reading was 40 mg/dl. Customer was given glucose bottles. Customer declined to be transported to hospital. The current blood glucose reading is 154 mg/dl. This is high for him. Customer stated that the insulin pump is working fine, he miscalculated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.